Event description:
The hcp reported that the pt is having more spasticity and his "toes are curling up." The hcp is concerned that there is something wrong with the pump. A follow-up report will be sent if additional information becomes available.